Event description:
The healthcare professional reported that during an angioplasty procedure, the 4 mm x 39 mm enterprise®2 stent (encr403912 / 9391501) was released in the target site. It was then found that the stent body was shorter than intended. After measurement, the stent length was only about 23mm, while the label claimed a 39mm length. The stent remains implanted. Three procedure images were included in the complaint. There was no report of any negative impact on the patient. The procedure images will be reviewed by an independent physician. On (B)(6) 2025, additional information was received. The information indicated that the angioplasty procedure was targeting the middle cerebral artery (mca). The enterprise stent length selected was not at least 10mm longer than target lesion to maintain a minimum of 5mm on both sides. The delivery wire of the stent was not reshaped prior to use. Nothing unusual was noted about the system prior to use. Per the information, the reported length issue did not result in the use of a second stent to make up for the difference in length shortage. The concomitant microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x). It was not known if there was any evidence of blood flow being obstructed due to the reported issue. The procedure ended after the stent was released. Information regarding whether there was any negative patient impact or any clinically significant delay in the procedure was reportedly unobtainable.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone and email address are not available / reported. The procedure images included in the complaint are currently under review. A supplemental 3500a report will be submitted once the review of the procedure images has been completed. Based on complaint information, the device remains implanted and is thus not available for evaluation. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9391501. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable).. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the medical image review of the procedure images that were included in the complaint. The review was completed on 19-sep-2025 and is documented below. [Procedure image review]: the images show measurements in the intracranial circulation for the length of the stent to be placed. The total length is around 34 mm, taking into account that these measurements are in the 2d plane. The final image shows the stent in the vessel which clearly shows that the length does not reach the projected 39 mm, taking into account that the stent is still in the catheter. No clinical explanation for the discrepancy can be found, further investigation of the stent and packaging is of importance to decide if there is a labeling issue or a manufacturing issue. Physician name and date reviewed: (B)(6) md, msc, september 19th, 2025. Updated sections: b.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.